Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to a positive result with the covid-19 at-home test. On (B)(6) 2022 , at 9:00 a.m., the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022, in the afternoon, the consumer performed a covid-19 at-home test and the result was negative. On (B)(6) 2022, in the morning, the consumer performed a covid-19 at-home test and the result was positive. The customer alleged that the covid-19 symptoms started on (B)(6) 2022. And he started to feel better on (B)(6) 2022. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). The investigation could not identify a product problem.